Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, full functional testing, and defib cycling without duplicating the report. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.